Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
It was reported the patient was not experiencing optimal pain relief. The cause of the issue was unknown. The patient had a lack of pain relief. A dye study was performed and showed no catheter issues. The exact issue could not be identified. A health care provider (hcp) wanted to replace the entire old catheter with a new catheter. The old catheter was replaced on (B)(6) 2015. No catheter was left in the intrathecal space. Some catheter was left in the tunneling pathway. The patient was getting relief and was doing well. The pump was infusing morphine (unknown). A follow-up report will be submitted if more information becomes available.